Event description:
A nurse reported that a pt potentially rec'd pure gas injected into the eye. Intraocular pressure was elevated. Pt outcome is unk. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).